Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report a broken insulin pump. Customer also reported a blank display. Customer's current blood glucose reading was 92 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector not plugged in properly. Unable to verify a21, a3, and a33 alarms due to blank display. The insulin pump received without original battery cap. The insulin pump has minor scratched display window.